Event description:
It was reported that the lead showed noise interference. The lead was capped and replaced. The new lead dislodged, was explanted, and the old lead was reused. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.